Event description:
It was reported that the relion® pen needle failed to deliver medication during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the pen does not depress all the way. Consumer does not re-use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® pen needle failed to deliver medication during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the pen does not depress all the way. Consumer does not re-use."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. Base on investigation above, the certain cause cannot be concluded at the moment. H3 other text : see h10